Manufacturer narrative:
Final analysis found high voltage lead impedances were low and out of specification. The device was cut open for further analysis and the impedances were found to be normal and within specifications. The device was otherwise normal. The cause of the impedance anomaly remains undetermined.

Manufacturer narrative:
The device was returned and analyzed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited an unspecified issue. The pace dependent patient presented on (B)(6) 2019 for procedure. The device was explanted and replaced. The patient was stable post procedure.